Event description:
It was reported that the burr became twisted with the guidewire. A 1.50mm rotablator rotalink plus and rotwawire were selected for a procedure. During the procedure, the burr and guidewire became twisted. No patient complications have been reported.